Event description:
A medtronic representative reported that, while in a spine procedure, the open/close clamping mechanism of one of the site¿s double process tall clamp broke off. The small ring holding the screw fell off in the patient anatomy. This occurred during a surgery where the new clamp system was being tested. The surgeon reported having applied no force on the opening/closing mechanism. The ring was immediately taken out of the anatomy during the surgery with no additional incision required. A second clamp was used to continue the procedure and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement double process tall clamp shipped to site. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿